Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a basal delivery and prime process. It was also found the customer had received a no delivery alarm before receiving the motor error alarm. Customer's blood glucose was 300 mg/dl. Customer had treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.